Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (pt treated) has been confirmed. Review of the pt's ECG strips showed that the pt received an inappropriate treatment due to an artifact noise event in which the response buttons were not used. Upon eval resistor r9 was shorted in both ECG-c and ECG-d. The cause for the artifact was the shorted resistors in ECG-c and ECG-d and the movement of the electrodes due to the scooter. The root cause for the shorted resistors cannot be positively determined. No adverse event resulted from the shorted resistors. The pt received a replacement electrode belt.

Event description:
A (B)(6), male, pt, called zoll customer support to report that he was riding his scooter when he received a treatment. The pt was issued a replacement electrode belt.